Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): battery - high impedance; the elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that elective replacement indicator (eri) was triggered through the remote monitoring system. Later, the battery voltage imported through the electronic medical record system was above the eri voltage causing concern. The device was explanted and replaced. No patient complications have been reported as a result of this event.